Manufacturer narrative:
Two labeled zipper trays with sutures not dispensed with paper lids secured correctly were received for evaluation and no pin holes were observed on the paper lids. According to the evaluation result, the foils were not returned for evaluation and the samples received had no pin holes observed on the paper lids. The samples met the fg requirements for needle pull and tensile strength.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/09/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. Prior to the procedure, a suture package was pulled and pin holes were noticed in the package. Another like package was opened and used to complete the procedure. There were no patient consequences reported. No further information is available.